Manufacturer narrative:
Additional devices listed in this report: cat # 6260-9-028, lot # 41887902, description: 28mm -4 lfit v40 head; cat # 542-11-52e, lot # mmd4xn, description: trident psl ha cluster 52mm; cat # 626-00-42e, lot # 41924004, description: modular dual mobility insert; cat # 6721-0330, lot # 43307301, description: size 3 accolade ii 127 deg; cat # 2030-6530-1, lot # mmax09, description: 6.5 cancellous bone screw 30mm; cat # 2030-6525-1, lot # mmek59, description: 6.5 cancellous bone screw 25mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the surgeon took out a mdm head and liner. Patient was infected and doctor did a washout and removed the implants.

Event description:
It was reported that the surgeon took out a mdm head and liner. Patient was infected and doctor did a washout and removed the implants.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The patient was revised due to suspected infection, however it was confirmed post-surgery that the patient was not infected. The exact cause of the event could not be determined because further information such as an examination of the reported device and medical records are needed to complete the investigation for determining the root cause.